Event description:
Per the clinic, the patient reported that the processor is hot to the touch, smoking, and making a popping noise. The patient has been advised to discontinue use of the processor, and it has been requested that it be returned to the manufacturer for evaluation. A replacement processor has been sent to patient. The implanted device remains.

Manufacturer narrative:
The device is not available for analysis. This report is filed december 3, 2013. Device not available for analysis.